Event description:
Manufaturer reference #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced. The customer decided to keep the o2 gas module. Evaluation of the received device logs confirms the reported event. Between july 28, at 20:37 and august 2, at 18:03, several alarms for expiratory minute volume low alarms were generated during 5 different ventilation episodes. There are also technical alarms indicating an on/off switch error and high internal temperature. This failure is most probably caused by a defective high pressure transducer on a printed circuit board inside the o2 gas module, falsely triggered the reported technical alarm. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer usually leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be fully determined.

Event description:
It was reported that while the ventilator was connect to a patient it generated expiratory minute volume low alarms and a technical error. There was no patient harm. Manufacturer reference #: (B)(4).